Event description:
During a preventive maintenance check the technician found the ground resistance reading was out of specification.

Manufacturer narrative:
The technician inspected the ac cord for damage and found none. He lowered the electrical pan and re-seated both of the connectors at the power pcb and the screw for the ground wire at the pan and he was able to get an acceptable reading of 0.07 ohms.